Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 is not generating any sound but is vibrating when alarms are to sound. The device was not in use on a patient at the time of event.

Manufacturer narrative:
H10: the actual device was returned to philips bench where the technician found the audio worked; however, the device had speaker malfunction alarm and log messages due to corrosion on the system board. Corrosion is known to be caused by improper cleaning/disinfection of the mx40/mx4j pmw and/or use of unapproved cleaning and disinfecting agents. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.